Manufacturer narrative:
The x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Review of pump data by tandem technical support showed that the user had manually changed the time. Customer acknowledged unintentionally changing the time from am to pm. Customer corrected the pump time to resolve the issue. Customer's blood glucose was 111-120 mg/dl.